Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: device history record (DHR) review conducted: part:07.702.040s. Lot:0g53350. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 01 jul 2020. Expiration date: 01 jul 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fracture with traumacemtm v+ injectable bone cement, injection cannula, syringe kit. After surgery, bone union was achieved but osteonecrosis occurred. On (B)(6) 2023, tfn long nail, screws, and locking screws were removed and replaced by tha with other companies' products without a problem. The surgeon commented that the cause of the osteonecrosis was not causally related to the implants. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 5 of 5 for complaint (B)(4).